Manufacturer narrative:
Investigation summary confirmed customer complaint that the device would not power on, and that the device smelled of smoke from electrical problems. Problem was the cpu board was installed incorrectly, which caused faulty connections with the power supply, and keypad. Each board failed testing individually. Replaced the power supply, keypad, cpu. Probable cause was an incorrect installation of the cpu causing electrical damage to the cpu, power supply, keypad. Recalibrated the mech as the air settings were low. Visual inspection reveals damaged rear cover, fluid shield, cassette door, cpu/mech cable, power cord. Replaced the rear cover, fluid shield, cassette door, cpu/mech cable, power cord. Probable cause was damage to the rear cover, fluid shield, cassette door, cpu/mech cable, power cord consistent with normal wear and tear. Pump was received with a vision ICU battery. Device event log/alarm history reviewed and no pertinent alarms in the log were found. A review of 12 month service history was performed and no similar events were found.

Event description:
A complaint was received regarding a plum 360 that had a thermal event - smoke. The reporter stated that device was smoking. The ICU medical sr. Field service engineer came to the facility, and it reeked of smoke, so he disconnected the ac and pulled the battery. He pulled out the network board so that the case can kind of air out too. They couldn¿t use the device because it wouldn¿t turn on. It came to biomed for ¿won¿t power on¿ complaint. It wasn¿t inspected yet but, on the bench, plugged in. There was no patient involvement.